Manufacturer narrative:
Investigation conclusion: patient sample was submitted and tested at manufacturer's site. Results were negative for sars using both antigen and molecular methods. A review of complaint history did not identify any adverse trends. Root cause: can not determine by patient sample testing as returned patient testing resulted in negative sars results. Source: maude report (B)(4).

Event description:
Customer reporting false positive sars result in immunocompromised, symptomatic individual. Patient had exposure to known covid positive family member (2+ day exposure). Customer communicated results were confirmed negative by pcr lab test 1 ½ days after initial positive sars result. List of medications halted by rheumatologist after initial positive result: prednisone, embrel (injection), methotrexate (injection 1x/week) - was resumed -one medication not halted: hydroxychloroquine for ra and lupus. Customer was contacted and submitted samples for testing. Submitted patient samples resulted in negative sars results in both antigen and pcr testing. (Patient tested two times with a positive result - 1st report of 2).